Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have copies of your operative reports and scan results? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information. Questions for hp: how was the mesh erosion diagnosed in 2009? Did the patient experience another erosion after eroded area removal in 2009? Please provide mesh erosion site/location, symptoms and how it was diagnosed? Does the surgeon believe if there was a deficiency of ethicon product? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2006 and the mesh was implanted. After the procedure, the mesh eroded into patient's vagina and the eroded area was removed in 2009. Additional information has been requested.